Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during a visual inspection of the battery cap, no damage to the cap or threads was observed. The battery cap was able to attach and tighten securely to a test pump. The battery cap contact height and width measurements were found to be within specifications. There was no defect found.

Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.